Event description:
It was reported that an asymptomatic patient presented in the operation room for a scheduled device replacement procedure. During the procedure it was noted that the right ventricular lead had an insulation breach due to the can. There was also a history of occasional low impedance measurements. The lead was capped and replaced. The patient was stable during and post procedure.